Event description:
It was further reported that the patient needs a custom device and currently has a polyethylene spacer in place until the custom device is created, and at that time, the doctor will put in the new hardware. The revision is due to patient bone fracture.

Manufacturer narrative:
(B)(4). Radiology report states shoulder trauma, humeral bone fracture. CT of left shoulder. There has been removal of left reverse shoulder arthroplasty with circular spacer prosthesis and drain. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: unknown, unknown humeral tray, lot # unknown; catalog #: unknown, unknown glenoid, lot # unknown. The customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-04626, and 0001825034-2019-04627. Unknown if product will be returned.

Event description:
It was reported that the patient underwent an initial left shoulder arthroplasty on an unknown date. Subsequently, the patient plans to be revised.